Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after a lead revision procedure, the right ventricular lead had dislodged. It was noted that the patient experienced a seizure. During the lead revision procedure, the helix of the lead would not extend and retract. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition after the procedure.